Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good, with scratched screen. Event history log review was performed and found no evidence of reported problem. During investigation the device was powered up and it displayed alarmed ec 1720. The customer's reported problem was confirmed. According to the investigation alarmed ec 1720 is an issue with the back-up capacitor. Service replaced the back-up cap to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited error code "lec 1720". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.